Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had stimulation and pain in the kidney area with the stimulation on. The patient wasn¿t getting pain relief in the right low back and ankle where needed. It was reported that the lead positioning contributed to the issue. An x-ray showed that the leads were both left-sided. Reprogramming was attempted on (B)(6) 2019, but the stimulation was still left-sided. It was reported that surgical intervention was planned. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the leads were implanted left of the midline. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an x-ray showed that the leads were left of the midline. Surgical intervention was planned to replace the percutaneous leads with a paddle lead. No further complications are anticipated.